Event description:
As reported (B)(6) 2015 a patient of unknown gender and age presented for an endovenous laser procedure. The procedure was successfully completed with no reported complications or device malfunctions. Post-procedure, the treating physician reported the patient had experienced a pain and bruising. There was no report of permanent harm or injury to the patient due to this event. The reported laser generator has been returned to the manufacturer for evaluation.

Manufacturer narrative:
Returned for assessment and repair was one venacure1470 unit (sn (B)(4)). Assessment of the unit determined the unit functioned as intended, no faults were found in the fault log and all current software was up to date. The laser was tested at five different wattage settings and all were within specifications. Additionally the recent sessions log was reviewed and no abnormalities in the power wattage used were found. Although the unit functioned as intended, the customer's reported complaint description is confirmed based on the information provided by the treating physician. The root cause for the complaint description could not be determined, however based on information provided there was no laser or fiber malfunction. A review of the device history records was performed for the serial number (B)(4). The review confirms that the unit met all material, assembly, and performance specifications. The user manual (venacure 1470 operator manual us, version 2.0), which is supplied to the user with this unit lists pain as a potential adverse effect of the procedure. A review of the lot history records for the disposable fibers confirmed that the packaging lots and all component lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).